Event description:
The customer reported that he went to the hospital where his blood glucose was measured at 611 mg/dl. He was diagnosed with diabetic ketoacidosis (dka) and was treated with insulin. No further information is available.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. Lot qualification records were reviewed and the product lot met all acceptance criteria.